Event description:
This report was received from (B)(4) and is a spontaneous report of peritonitis coincident with unknown dianeal for peritoneal dialysis therapy. On (B)(6) 2012 the patient experienced peritonitis. The patient was admitted to the hospital (B)(6) 2012. The cause of peritonitis was unknown. The patient was recovering. No further information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd891093 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.